Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a drop in blood pressure and pericardial effusion was then observed. The patient was also experiencing dyspnea. The effusion was drained with resolve. Hospitalization stay was also extended. The case was aborted with the patient not under general anesthesia. No further patient complications have been reported as a result of this event.